Event description:
It was reported that the patient passed away from septic shock complicated from bowel obstruction and bacteremia. Nevro attempted to obtain a medical assessment from the physician but no additional information was available. There were no reports of device-related issues from the patient prior to the passing.

Manufacturer narrative:
The device was returned and analyzed. There was no issue found with the returned device. Review of the manufacturing records did not find any relevant nonconformities.